Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
It is difficult to unthread the impactor from the implant.

Manufacturer narrative:
Examination of the returned instrument confirms the complaint; the inserter is difficult to unthread from the out guard component. The first set of threads is damaged and the threaded tip is bent. The root cause is attributed to misuse; it appears the internal threaded inserter was used without the outer guard component which protects the threaded inserter. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.